Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, believed to be due to poor placement of the cuff during original surgery. All components were removed and replaced, and no additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, believed to be due the cuff being improperly sized and positioned more distal than proximally on the bulbous urethra. All components were removed and replaced, and no additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).